Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2017 the patient underwent an additional procedure to treat an acute type a aortic dissection, possibly adjacent to the gore device. On (B)(6) 2017 the patient expired due to complications from the procedure. The physician attributes the type a dissection to patient lifestyle and non-compliance.